Event description:
The technician alleged that when the bed was unplugged the battery light was illuminated. The light would go out after a few mins or if a function is activated. No injury reported.

Manufacturer narrative:
The technician replaced the battery to resolve the issue.